Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, at the end of the passage of the suture in the tissue, at the last point at the level of the union of the strand with the needle, the needle was released, disengaged and remained within the abdominal wall of the patient. An image of the cavity was requested for the location and recovery of the needle. The dissection of the abdominal wall was made and the recovery of the needle was achieved.